Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2013 the patient underwent the posterior spinal partial instrumentation t3-l4 on left, t12- l4 on the right implanted and expl anted to treat scoliosis. She had no loss of motor or sensory function. Postoperative CT scan shows no malposition of any implant trajectory, but the implants were removed. She is now seen for revision and replacement of instrumentation, segmental fixation and fusion. Risks, benefits, and alternatives were explained. Consent was obtained on (B)(6) 2013 the patient underwent the posterior spinal fusion t2-l4 with segmental reinstrumenttation and allo plus vitoss to treat adult idiopathic scoliosis. Complications: loss of motor evoked potentials. On (B)(6) 2013 the patient underwent the following procedures: psf l3-l4, tlif l3-4, revise implants l1-l4, allo plus bmp to treat l3-l4 non-union with loose implants, scoliosis. Op-note: the wound was extremely deep. A seroma was identified; it was irrigated and sucked out. The inner plugs were removed from the globus system at l4, l3, l2 and l 1 on the left and right sides. Then, the rods which were cobalt chrome were bent with in situ benders superiorly and medially on the left, and superiorly and medially on the right. This allowed us to remove the loose screws at l4 bilaterally. Surgeon also removed the screws at l3 bilaterally. Then subperiosteally dissected the tips of the transverse processes of l3 and l4 carefully. Once this was done, a modular screw was placed at l3 bilat erally using a 5.5 screw on the right and a 6.5 screw on the left. A 8.5 screw on the left was placed; the previous 6.5 screw was too loose. A 7.5 screw was also too loose, so we had to place an 8.5 modular screw in the left l4. The right l4 screw was very difficult. Surgeon repositioned it. We had trouble placing the screw on the left. Eventually, we also placed in a 7.5 screw on the right. The right l4 screw was very difficult to place, and it had to be redirected. Once this was in position, distractions were placed on the screws at l3-4 with t-lif distractors. The facetectomy was completed all of the way through this, superior to the superior pedicle of l4 on the right. The l3 nerve root was identified which was very low-lying distal to the pedicle of l3 on the right. We had a very, very small window with which to get into the disc space at l3-4, but nonetheless, we were able to get into the disc space at l3-4. A pituitary rongeur was used to clean out the disc space as thoroughly as possible. We then used serrated curettes to separate the cartilage from the bony endplate. Surgeon distracted with paddle distractors up l3-4 a little bit, up to a total of 12 mm. Again, we spent greater than one hour cleaning out the disc space at l3-4. Once this was done, bmp sponges were placed in the disc space at l3-4. We then sized up to a size 10 peek signature cage. The signature cage was placed anteriorly at l3-4, and imploded. We then removed the distraction. We put the permanent heads on the screws at l3 and l4, and seated the screws on l3 and l4. We rebent the rods back down into the heads at l3-4, l2 and l 1. We then placed in new caps on all eight screws. X-rays were taken. We then brought the c-arm in, and it appeared that everything was in good position, except the cage seemed like it was a little further to the right. I checked the cage with a nerve root hook. I could feel the right side of the cage without any difficulty whatsoever. I could see the edge of the cage. I felt the cage was fine. We then placed in bmp-soaked sponges around the decorticated l3-4 level. We final-seated the setscrews for the globus system and creo system, and then placed in fresh frozen allograft throughout from l 1 to l4. A deep drain was placed. 1 gram of vancomycin powder was applied. Closure was then done. The deep fascia was closed with number-2 quill. Complications: no complications. Patient was sent to pacu in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on a social media platform, that the patient had three scoliosis surgeries, all in 2013, and has been having unspecified problems since then. Per the patient, the third surgery was classified as "experimental" and rhbmp-2 was used in the procedure.